Manufacturer narrative:
Block a2 (date of birth): the exact patient's date of birth is unknown; however, it was indicated that the patient was born in 1968. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure to treat esophageal varices performed on (B)(6) 2024. The device was installed onto the scope correctly, and then the scope was inserted into the patient in the right position. During the procedure, after the varices were suctioned, the physician rotated the handle; however, the bands would not deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.